Event description:
It was reported by the rep that during a gastric bypass procedure, the tip borke off of the device and fell into the patient. The tip was retrieved, and the case was completed with another same like device with no patient consequence. The tip of the device was not touched to metal.

Manufacturer narrative:
Information anticipated, but unavailable at this time.